Manufacturer narrative:
Pharmacovigilance comments: the serious, expected events of anaphylactic reaction, angioedema, dyspnea and hypotension were considered possibly related to the treatment. Serious criteria include life-threatening status and the need for urgent medical intervention with an unspecified injectible medication, allegra and predsim. Alternative etiologies include allergies to local anaesthetics and medical history of atopy. The non-serious, expected event of erythema and generalised pruritus, and the non-serious, unexpected event of injection site plaques were considered possibly related to the treatment. The reported events were likely secondary to the anaphylactic reaction; all of the events except injection site plaques were, therefore, considered expected signs of anaphylaxis. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer narrative: lot number was not reported. Exemption number: e2015005 galderma laboratories, l.p. (Importer registration number: 1000118068) is submitting the report on behalf of q-med ab (manufacturer registration number: 9710154).

Event description:
Case reference number (B)(4) is a spontaneous report received on 15-jun-2018 from a physician referring to a female patient of unknown age. This narrative is also based on follow-up information received on 19-jun-2018 via doc to doc contact. It was reported that the patient is atopic. There was no information about concomitant medication and previous filler treatments. On (B)(6) 2018, the patient received treatment with approximately 5 ml sculptra to the face. The lot number, injection technique and needle type were unknown. The dilution was performed with 8 ml of saline [saline] and on the day of the application 2 ml of xylocaine [xylocaine] without vasoconstrictor was used. During the treatment procedure, on (B)(6) 2018, the patient experienced an anaphylactic reaction(anaphylactic reaction) and pruritus(pruritus generalised) in the entire body which evolved to erythematous plaques(erythema) and edematous plaques(injection site plaque) on the face, angioedema (angioedema) at the lip and eyelid, hypotension(hypotension) and respiratory discomfort(respiration abnormal). The physician stopped injecting the product on the patient's face and advised her to take an unspecified medication and brought her to the hospital. At the hospital the patient received an unspecified injectible medication and got recovered from the events. The physician reported that the patient was evaluated at the hospital and at the moment they arrived there, the patient's desaturation was about 82% in ambient air, according to the doctor. The physician reported that the patient was fine at the time of the report (19-jun-2018) and was still using predsim [prednisolone sodium phosphate] 40 mg a day and allegra [fexofenadine hydrochloride/pseudoephedrine hydrochloride] 180 mg a day. On 19-jun-2018, it was reported that they would start to reduce the dosage of predsim progressively. On an unknown date, the patient went to an allergist but no further detailed information was furnished. Outcome at the time of the report: anaphylactic reaction was recovered/resolved. Pruritus was recovered/resolved. Erythematous plaques was recovered/resolved. Angioedema was recovered/resolved. Hypotension was recovered/resolved. Respiratory discomfort was recovered/resolved. Edematous plaques was recovered/resolved.